Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. Cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for button error during the bolus process. Blood glucose reading was 10.1 mmol/l. Buttons stopped responding while on the main screen. Advised that the insulin pump will be replaced. Nothing further reported.